Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the pituitary rongeur straight, dual-sided rasp bayoneted, deg angled rasp-bayoneted, (2) bone curette, box curette, osteotome straight, (2) box curette, ringcurette and concorde bone funnel were broken. It is unknown when and where the issue was discovered. It is unknown if there is patient nor procedure involvement. This report is for (1) bone curette-angled/oval head 7.5mm x 11. This is report 9 of 9 for (B)(4).